Event description:
This incident in cath lab involved a pt that had a nitroglycerin infusion and normal saline hanging on the pump at the same time. The pt became hypotensive and the normal saline was supposed to be opened up to 999 ml per hour. The rate on the nitroglycerin was increased to 999 ml per hour. The pt is okay, but it was touch and go for a while and the pt had to spend a night in ccu unnecessarily.